Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.6b., d.9., g.2., h.3., h.6. Device evaluation: visual analysis of the returned device identified to have fold creases and a wear abrasion. Leak test and microscopic analysis were performed which identified: three striated openings on the anterior. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: three striated openings on anterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5a, a6, b6, d6a, g1, h6.

Event description:
Patient reported left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.